Event description:
Pt called alleging that the test does not start. Pt did not experience any symptoms and did not suffer a serious injury. Customer service was unable to resolve the issue and sent pt a new meter. When the test does not start, a pt cannot obtain a test result, which may lead t delay in treatment in the absence of a glucose value.